Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged, resulting in the pump shutting off. The customer went to the emergency room (ER) due to an elevated blood glucose level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer administered a manual insulin injection prior to going to the ER in attempt to resolve the issue. The customer was treated with intravenous saline and insulin while in the ER and was released from the ER 9 hours later with no permanent damage and the reported issue resolved. The customer reverted to an alternate method of insulin therapy.